Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06100.

Manufacturer narrative:
Eval codes, results: as received the ipg's lower septum flap was cored with fluid intrusion. Function test failed, analysis showed the can was shorted to channel 2. The cored septum would have allowed fluid intrusion that may have shorted the channels and changed the electrical stimulation pathway. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.